Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one-year post filter deployment, patient presented with shortness of breath. Subsequent CT revealed, prominent filling defects predominantly in the left pulmonary arterial system consistent with pulmonary emboli and placed on heparin drip. Approximately five years later, patient presented with chest pain. Subsequent venous doppler bilateral lower extremity revealed there was evidence of deep vein thrombosis in the right common femoral vein, superficial femoral vein and popliteal vein. There also evidence of deep vein thrombosis involving the left superficial femoral vein and popliteal vein. Approximately thirteen years later, CT revealed the filter struts have penetrated through the wall of the ivc into the pericaval/ mesenteric fat. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate

Event description:
It was reported through the litigation process that the filter struts perforated into the ivc wall and extending into the mesenteric fat. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient for recurring blood clots in both legs. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that the filter struts perforated into the ivc wall and extending into the mesenteric fat. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient for recurring blood clots in both legs. At some time post filter deployment, it was alleged that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.